Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the 2pc luer body was damaged at the tip. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of a clearlink system solution set was broken. The broken connector was discovered during setup/preparation prior to connecting the patient for therapy. There was no patient involvement. No additional information is available.